Event description:
It was reported that the patients midline incision had a small area still open, redness and unable to palpate any fluid. The physician believed that the device and procedure contributed to the patients complication. The patient was placed on antibiotics and underwent a revision procedure wherein the physician opened the incision, buried the leads deeper, re-sutured, cultured and closed. There was no infection found and patient was doing well postoperatively. Nothing was removed during the procedure and device remains implanted.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).